Event description:
The pt was being transitioned off the hosp ventilator and onto a ltv ventilator. It was reported that the ltv ventilator was auto cycling while connected to the pt. The pt was removed from the ltv ventilator and placed back on the hosp ventilator. After a while, the pt was placed back on the ltv ventilator. The hosp staff went to check on the pt and found the pt was "gray" and the exhalation pressure line was disconnected from the ventilator with no audible alarm. The pt was placed on another ventilator. Since the reported problem, the pt passed away due to a non-ventilator related issue.